Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely folded within its membrane retainers. The inner pouch was noted to have been previously opened. Visual examination revealed droplets of silicone within the membrane retainers along the membrane surface. Probable cause of difficulty: no defect was found in the returned iab. The user perceived the "condensation" to be some type of contamination when, in fact, it was actually silicone. Silicone is used in the wrapping process when a balloon is folded and placed in its membrane retainers. It is common for a residual amount of silicone to remain present within the membrane retainers.

Event description:
When the sterile pouches were opened, the complete tray was found to be slippery, humid or greasy from a colorless substance. The iab was not used. It was reported on 8/25/97 that the iab was never used on a case. It was noted during an inspection of the product. The iab never came into contact with a pt. (Event complications: none from the event- reported 8/5/97.) (Pt's current status:unk- rpt'd 8/5/97.)